Event description:
It was reported that the customer was hospitalized for low blood glucose. The customer stated that she wasn't sure if she primed while being connected to the insulin pump, was unsure about the bolus history as well as the basal rates. The customer stated that she may have given herself too much insulin. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.